Event description:
This customer initially reported that the power for this device was not working. The symptom was clarified to be a failure to charge for defibrillation. There was no report of any pt involvement.

Manufacturer narrative:
(B)(4): this customer initially reported that the power for this device was not working. The symptom was clarified to be a failure to charge for defibrillation. There was no report of any pt involvement. The device was evaluated locally. The reported symptom was confirmed. The symptom was isolated to the power pca. The customer declined to repair the device. The failure to charge the device was localized to the power pca; however, the customer declined service.